Event description:
It was reported that during pulse generator replacement procedure, the old device to be explanted went into backup vvi mode. The device was explanted. Patient was stable.

Manufacturer narrative:
The reported field event of backup vvi was confirmed due to pushing evvi button. The device was tested on the bench and no anomalies were found.